Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and developed a pericardial effusion caused by a perforation after implant of the right atrial (ra) lead. It was also reported the ra lead thresholds began to rise after implant and became high. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.